Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Patient presented to orthopedic clinic on (B)(6) 2014. Patient complained of severe pain in the groin causing her to be unable to ambulate the hip without intolerable pain. Radiographs taken in clinic showed the proximal aspect of the intertrochanteric hardware screw cutting out of the femoral head and into the hip joint. Patient was admitted at the time of review on (B)(6) 2013 to undergo removal of hardware and hemiarthroplasty of her left hip on (B)(6) 2014.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed via x-rays. The nail was classified as primary product during investigation. Technical evaluation: an investigation of the implant itself was not possible because it is not available. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution. Clinical evaluation: the provided information and x-rays were evaluated by a medical expert: ¿due to the presented data, the cut out of the gamma lag screw was caused by a combination of: an unstable basocervical fracture, which is a challenge for any kind of internal fixation; a poor positioning of the lag screw resulting in an increased tad (tip apex distance). Due to this combination of complex fracture, poor positioning of the lag screw and the absence of any sufficient bone consolidation within a period of 6 weeks there was a significantly increased risk of implant failure. Therefore, from a clinical point of view the incident gives no reason to check the implant design or the labelling. Corrective actions in the field of the implant design or the labelling are not required from a clinical point of view.¿ based on the technical and clinical evaluation a manufacturing issue can be excluded; the issue was caused by an insufficient implant position contributed by patient condition. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place. Device was not returned.

Event description:
Patient presented to orthopedic clinic on (B)(6) 2014. Patient complained of severe pain in the groin causing her to be unable to ambulate the hip without intolerable pain. Radiographs taken in clinic showed the proximal aspect of the intertrochanteric hardware screw cutting out of the femoral head and into the hip joint. Patient was admitted at the time of review on 5/7/13 to undergo removal of hardware and hemiarthroplasty of her left hip on (B)(6) 2014.